Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned. Difficult to position and difficult to remove were unable to be confirmed. Based on the visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the high torque guide wires instructions for use states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.50x12mm trek otw and hi-torque bmw referenced are being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with mild tortuosity and moderate calcification. A high torque (ht) pilot 50 guide wire was preloaded without resistance into a 2.5x12 mm trek over the wire (otw) balloon dilatation catheter (bdc). The pilot 50 was advanced toward the target lesion without issue. The pilot 50 was in position but resistance was noted between the trek otw and the pilot 50 so the pilot 50 was withdrawn with heavy resistance from the trek otw and was successfully removed from the trek otw. Next a balanced middle weight (bmw) guide wire was loaded with resistance into the otw trek and advanced toward the target lesion. The trek otw was removed from the bmw with resistance while the bmw remained in the target lesion. Ultimately the lesion was treated by advancing a 3.0x15 mm vision stent over the bmw and post dilating with a 3.75x8 mm trek nc balloon catheter. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.